Event description:
Numerous instances of safety device failing (failing to clip, failing to retract). No injuries are reported at this time.

Manufacturer narrative:
Investigation report attached is on retained sample by manufacturer only. 09/08/2021: we attempted multiple times to try to obtain samples from the customer. On 08/13/2021, the customer returned samples to our factory for investigation, lot number was not identified, samples were not used on patients. See attached report.

Manufacturer narrative:
Investigation report attached is on retained sample by manufacturer only.

Event description:
Numerous instances of safety device failing (failing to clip, failing to retract). No injuries are reported at this time.

Event description:
Numerous instances of safety device failing (failing to clip, failing to retract). No injuries are reported at this time.